Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 306546 and lot number 3055445. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd posiflush¿ normal saline syringes were leaking the following was provided by the initial reporter: verbatim: customer reported their ambulatory dept sent down a defective item (in a ziplock bag), saying they have had several of these saline locks leaking yesterday. The leaks are occuring at the connection, under the blue saline lock.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringes were leaking. The following was provided by the initial reporter: verbatim: customer reported their ambulatory dept sent down a defective item (in a ziplock bag), saying they have had several of these saline locks leaking yesterday. The leaks are occuring at the connection, under the blue saline lock.